Manufacturer narrative:
Additional information was received that prior to the explant procedure patient underwent a CT scan. This scan did not show any obvious hematomas or specific complications. Patient is doing well post operatively and it is unknown what caused the patient to lose the use of her legs. The device will not be returned, as it was discarded by the facility. A review of the manufacturing documentation for the precision spectra ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a surgical procedure the patient lost use of her legs. It is for that reason that patient underwent an explant procedure to have the device removed. It is unknown the reason for the initial surgical procedure, and no further information has been reported.

Event description:
A report was received that during a surgical procedure the patient lost use of her legs. It is for that reason that patient underwent an explant procedure to have the device removed. It is unknown the reason for the initial surgical procedure, and no further information has been reported.